Manufacturer narrative:
G3/g4 - PMA/510(k) number corrected.

Manufacturer narrative:
H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 22.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a maximum diameter of 52mm. Gore® excluder® conformable aaa endoprostheses were implanted and the patient was discharged on (B)(6) 2018. On (B)(6) 2019, follow up computed tomography (CT) imaging revealed a type ii endoleak. The maximum diameter of the aneurysm reportedly measured 49.5mm. No treatment was performed and the patient was monitored. On (B)(6) 2020, follow up CT imaging revealed that the aneurysm measured 54.0mm. On (B)(6) 2021, follow up CT imaging revealed that the aneurysm measured 58.0mm. The ongoing type ii endoleak was also observed. On (B)(6) 2021, coil embolization was performed to treat the type ii endoleak. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Date of event: the date of endoleak identification has been used as the date of event. Other relevant history, including preexisting medical conditions: the patient had no applicable reported medical history and no cardiac disease. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement.